Event description:
Medtronic received information that a ped2 pipeline failed to open in the distal section. Stent brought up distal to aneurysm to deploy. While opening the distal segment of the stent it was crimped. Stent was deployed up to 70% to try and open distally but did not open. Resheathed twice and couldn't open the stent distally. Push and pull of system was performed and did not open distally. The distal and proximal sections of the pipeline were positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps were taken to resolve the issue. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the left internal carotid artery (ica). The max diameter was 3mm and the neck diameter was 1.5mm. The distal landing zone was 4mm and the proximal landing zone was 4.25mm. Vessel tortuosity was moderate. No patient symptoms or complications were reported. No patient injury or symptoms were reported.  Ancillary devices: phenom catheter lot oc21-032.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis (B)(4):¿ equipment used: video inspection system ((B)(6)), camera (panasonic lumix dmc-zs5); ruler ((B)(6)in-house 0.0260" mandrel ¿ drawing(s) referenced: fg-15xxx-yyyy-zz rev. F ¿ as found condition: the pipeline flex shield and phenom 27 catheter were returned inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was opened and no damage. The catheter tip, marker, and body were examined; no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the phenom 27 catheter were found within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. ¿ conclusion: based on the returned device, the customer complaint was confirmed as the distal end of the braid was not opened due to damaged braid. However, the cause could not be determined. Possible cause for failure to open includes damaged braid. No issues were found with the returned catheter. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.